Manufacturer narrative:
Additional information: the actual device was not available; however, a photograph of the sample was provided for evaluation. The received photograph showed a hole at the printing area of the bag. The reported condition was verified; however, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed at the "imprint of the manufacturer label" of an intravia bag after compounding. There was no patient involvement. No additional information is available.